Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fall and afterwards began to feel a stabbing pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the pain has resolved and the patient has effective therapy.

Manufacturer narrative:
It was reported the patient was experiencing pain at ipg site was not confirmed. This issue cannot be confirmed with product testing alone. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. Bench testing did not reveal any stimulation anomalies when monitored on the oscilloscope. There was no complaint of the performance of the system prior to the patient falling. This indicates the fall may have contributed to the reported issue. However, the root cause of the reported issue could not be definitively determined.